Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. A4 - patient weight is unknown. A patient experiencing lead migration and high impedance was reported to abbott. The patient's lead was explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a car accident, the leads migrated, and high impedances were measured at the lead contacts. X-ray imaging confirmed migration occurred, and the bottom of the lead moved out of the epidural space. As a result, surgery occurred in which the lead was explanted and replaced, which resolved the issue.